Event description:
It was reported that the customer had a hypoglycemic reaction. The paramedics were called and took the customer to the hospital. Also, it was reported that one of the paramedics stated the customer's blood glucose was high. The blood glucose reading at the time of the call was 160 mg/dl. Troubleshooting was performed. Reviewed the settings and programming on the insulin pump and they were correct. Ran a fixed prime test and the insulin exited. Performed a high-pressure test and the insulin pump alarmed within specifications. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.